Manufacturer narrative:
Upon arrival the field service representative (fsr) was unable to replicate the 'service gas system' message or the 'knob adjust only' message. The fsr performed inspection and release testing successfully. It was communicated to the end user that if not on bypass, the electronic patient gas system (epgs) can be calibrated to attempt to clear the message. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a 'service gas system' message. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Correction: the reported issue occurred again and the field service representative (fsr) returned and found in the logs that there were 'flow control fault' events. He replaced the electronic patient gas system (epgs). Release testing was performed. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) connected the epgs to lab use only (luo) testing equipment. The epgs was verification/release tested and functioned as intended. It was determined that the epgs met specification. Per data log review: on (B)(6) 2022, a perfusion screen was entered at 06:57:54 am. At 07:02:39 am the gas system reported a 'flow control fault' which will cause the reported 'service gas system' message. This will also cause the system to be knob only adjust. The log confirms the complaint.

Manufacturer narrative:
The reported complaint was confirmed by the data log review. The service repair technician (srt) could not duplicate the reported complaint. The srt completed release testing with all passing results. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.